Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged thickening lungs, headaches, cough, chest pain, difficulty breathing and voice changes while using the device. Medical intervention was not specified. Patient medical history has also been updated. Concomitant humidifier information has also been provided. The manufacturer contact information as well as 510k information has been updated. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. External investigation observed wear and tear on the exterior of the device, a broken ui knob, and minimal contamination between the water tank and humidifier assembly. The device powered on, provided airflow, and the heater plate heated. Internal inspection found dust and fiber contamination in the interior of the device enclosure, and fine dust contamination in the blower. The device's downloaded event log was reviewed by the manufacturer and found 32 errors logged. The manufacturer is unable to directly address the complaint. The manufacturer did observe contamination in both the airpath and non-airpath portions of the humidifier. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received a voluntary medwatch (mw5102620) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop thickening lungs. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.